Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was initiated using a watchman trusteer access system (was) and a watchman flx pro left atrial appendage closure device and delivery system (wds). Transseptal puncture (tsp) was performed using the versacross connect under intracardiac echocardiography (ice) guidance, with a mid/mid puncture achieved. During the procedure, ice and fluoroscopic imaging revealed an abnormal wire position that appeared to be within the aorta. Further evaluation determined that the wire had entered the sinus cavity surrounding the aorta. The versacross wire was in the left atrium when the pericardial effusion was discovered. Multiple attempts were required to track up / drop down into position on the septum before tsp was performed. There were no difficulties with positioning the sheath/dilator for the tsp. The versacross connect farapulse sheath was used. The tsp location was anterior and inferior, with no issues noted. No access force was applied during tsp. The patient subsequently experienced a drop in blood pressure, and a pericardial effusion was identified. The effusion was initially localized to the right side of the heart originating in the sinus around the aorta and progressed to become circumferential. A pericardial drain was placed to treat the effusion removing 280cc of fluid and stabilized the patient. The procedure was terminated, and the patient remained hospitalized overnight for observation. There was no pericardial effusion note on echo prior to the procedure. The patient has been discharged and is being reschedule in 3 months. No further complications were reported.